Event description:
It was reported that this implantable pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended the device to be replaced. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended the device to be replaced. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received indicating the device was replaced, however, the device replacement procedure was performed without support from a boston scientific representative. Therefore, the product is not expected to be returned for analysis.